Event description:
It was reported that air was seen in the line to the pt. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date 4/3/1998. The pump and set were visually and functionally tested. On initial set up small amounts of air were noted in the silicone segment and in the tubing between the two needleless valves. When the test was repeated the air was no longer observed. Worse case testing was performed applying -2 psi vacuum. A 1/4" of air was noted below the proximal valve, (a 1/4" of air in standard tubing is equal to .036 mls of air which does not exceed the sdr requirements of .04 mls maximum air). The MFR was unable to determine root cause for the reported air in the tubing. Several factors which can contribute to air in the system are: 1) air trapped in the valves will contribute to air in the set if priming is not thoroughly performed. Additionally, when a pump creates a small vacuum in the set, these trapped air bubbles will be increased in length and may be perceived as large air bubbles. 2) cocking the needleless piston could possibly introduce air if an improper seal exists between the male luer and the female luer adapter of the valve. 3)permeation of air through the silicone tubing may contribute to small amounts of air. 4) de-gassing of solution in bags may contribute to increased air in the set. The user facility has been informed of the following corrective actions to reduce the possibility of air in line: 1) invert and tap needleless valve and aspirate valve while priming per directions for use. 2) slight modification fo top of needleless valve has been implemented. This modification reduces small amount of air entrained at a -2 psi vacuum when deactivating valve. 3) small amounts of air due to permeation through silicone tubing can be reduced by maintaining pump height to same level as pt's IV site. 4) slight de-gassing of solution can occur. User facility should respond per hosp protocol for acceptable amounts.